Manufacturer narrative:
Other applicable components are:product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins recharger (insr) antenna had a frayed cord. They stated the insr did not work or turn on so the patient was in pain because they could not charge the ins back up. The consumer stated the insr screen was blank and would not charge. They stated the green light was not coming up on the desktop charger (dtc) and they tried a different wall outlet but this did not resolve the issue. It was reported the connector pin was damaged. The ins was able to communicate with the patient programmer (pp). The consumer stated the patient¿s device had ¿gone out and shut off¿ today so the patient was in pain. A replacement dtc and insr antenna were sent. No further complications were reported/expected.